Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the operating room (or) staff contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the surgeon¿s instruments were freezing. As reported, the site was in the process of power cycling the system, but the issue remained. The isi tse reviewed the system event logs but found no related entries. Tse viewed system via artemis and noted that the surgeon's head was going in and out. Caller and the surgeon responded that his head was not moving. Tse then recommended surgeon to swap to the other console and issue did not return. The or staff continued on with the case and the procedure was completed as planned with no report harm or injury to the patient. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint could not be replicated based on the field evaluation. As reported, the isi fse could not reproduce the freezing condition reported by the customer. However, the fse replaced the head sensor as a precaution and recalibrated the touchpad to ensure touchpad is not being accidently engaged by pressure from surgeon arms on the armrest. The findings further indicated that during touchpad calibration, the fse found that one of the corners was out of calibration which may have been the cause of the freezing issue. The fse then recalibrated the touchpad and after a long test drive usms did not freeze. The system was tested and verified as ready for use. A review of the logs was performed and the procedure was confirmed to have been performed on system sk4235, on the event date of (B)(6) 2022. No image or video of the procedure was provided to isi for review. A review of the system logs for the event date of (B)(6) 2022 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is considered a reportable event due to the following conclusion: during a dual console hysterectomy - benign surgical procedure, one surgeon side console (ssc) became unavailable after the start of a surgical procedure (post first port incision) and the issue could not be resolved. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.